Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacturer report number: 2017865-2022-15332. It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedance on both the atrial and right ventricular (rv) leads. Programming changes were performed. The patient condition was stable.